Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H3 was corrected as it was incorrectly selected in the initial MDR. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection. A definitive root cause could not be determined as the event could not be reproduced. Based on the results of the investigation, it is likely that the following led to the malfunction: stress of repeated use, external factors, or handling. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited coating peeling on insertion flexible tube and disappeared marking on soft tube. There were no reports of patient involvement.